Event description:
It was reported that a patient with multiple pre-existing spine fractures was unable to lie down in supine position or roll over and recently underwent a balloon kyphoplasty procedure (bkp) at l1. Pre-operatively, it was noted that the patient had a t12 fracture without evidence of bone union and an l1 fracture with a "damaged anterior wall" that occurred approximately 2 months prior. "As the patient¿s vertebrae were unstable in seated/supine positions and anterior opening of inter-vertebrae was a bit larger, it was decided pre-operatively that cement would be injected in two stages using two packages of cement." The first stage of cement injection began 12 minutes after cement mixing and cement hardening was confirmed at 24 minutes after mixing the first cement. The second injection was started 10 minutes 40 seconds after mixing the second cement and hardening was confirmed at 20 minutes. Room temperature was 22 centigrade in the operating room and cement was used within 30 minutes after removal from refrigeration. During the second cement injection, posterior cement leakage was suspected so injection was terminated (the total injected amount: right 4 ml and left 2.5 ml). Two to three days post-op, a CT examination confirmed that a small portion of cement extravasated into the spinal canal. It was also reported that there were difficulties intra-operatively when creating the left cavity due to the vertebral wall damage. The patient is reportedly asymptomatic and is being closely monitored with follow-ups by the attending physician. The patient¿s vital signs reportedly showed no abnormalities at the time of the event and no migration of leaked cement has occurred. Ac cording to the report, the patient's pain was relieved and the patient was "able to sit after the bkp procedure". The physician commented that in an attempt to inject as much cement as possible, intending to decrease the risk of post-operative re-fracture of the treated vertebra, too much cement may have been injected too quickly. No additional treatment was provided.

Manufacturer narrative:
(B)(6).(B)(4). These parts are not approved for use in the united states; however, the catalog # c01a and 510k # k093828 of 'like devices' were cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: x-ray interpretation: "bkp at l1 is reported which was done in lateral decubitus position due to the patient being unable to tolerate prone position. Multiple chronic fractures were seen. Two mixes were carried out. Four x-rays are presented which show pre and postop lateral and pre and postop ap views. The postop lateral shows some posterior migration of cement however it appears to be within the pedicle and not extravasated into the canal. A reported CT which was not provided suggested cement within the canal. No symptoms were reported."